Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor and excessive no delivery test. There was no motor error alarm noted. The motor passed the motor test. The insulin pump was received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, broken belt clip slot, cracked battery tube threads and reservoir tube lip.

Event description:
It was reported that the customer received no delivery and motor error alarms on the insulin pump during priming. The customer's blood glucose was 335 mg/dl, which was treated with manual injection. During troubleshooting, it was found that the insulin pump was not exposed to a strong magnetic field or magnetic resonance imaging machine. The customer was not using the sensor feature on the insulin pump. She was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Troubleshooting for the no delivery alarm was declined. Nothing further was reported.